Event description:
Additional information received indicated the physician suspected right ventricular lead insulation damage to be the cause of the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed to resolve the event at this time. The patient was in stable condition and will continue to be monitored.